Event description:
According to the reporter, pre operatively, during preparation on a sleeve gasterectomy, the powered handle did not activate. The green and blue leds on the charger glowed continuously, the handle seemed charged. After removing it from the charger, the handle did nothing, the display remained dark and no calibration noises could be heard. A manual handle was used to resolve the issue. There was no patient involvement. Pli10 medtronic's initial evaluation of the incident device found that the ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a design fault which caused the inability of the batteries to charge or initialize. Improvements have been initiated to mitigate this condition. During the investigation a secondary condition of damage to the 44-pin flex cable was detected that had no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Analysis of the system log noted a one wire error for bad cyclical redundancy check which caused the device to set to 0 remaining uses that had no relationship to the reported condition. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a software issue. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of no piezo sounds that has no relationship to the reported condition. A damaged electrical component resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, during preparation on a sleeve gastrectomy, the powered handle did not activate. The green and blue leds on the charger glowed continuously, the handle seemed charged. After removing it from the charger, the handle did nothing, the display remained dark and no calibration noises could be heard. A manual handle was used to resolve the issue. There was no patient involvement.